Event description:
The digital stryker prophecy team received a CT scan indicating that the patient presented with significant stiffness and pain in the ankle and hard stop noted to both dorsiflexion and plantarflexion. The patient may also require a tnj fusion as this was partially addressed in the previous surgery with exostectomy, but as the ankle became significantly more stiff, the tnj took the brunt of the compensation and resulted in worsening arthritis. The physician believes there is some loosening around the stem of the talus implant and there needs to be a much larger poly component. The physician would like to save the tibial implant and resect the medial and lateral gutters with a burr, avoiding replacement of the tibial component. Upon further review of the CT scans it was noted that there was anterior tibia bone growth due to apparent implant subsidence.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient presented with significant stiffness and pain in the ankle and hard stop noted to both dorsiflexion and plantarflexion. The patient may also require a tnj fusion as this was partially addressed in the previous surgery with exostectomy, but as the ankle became significantly more stiff, the tnj took the brunt of the compensation and resulted in worsening arthritis. The physician believes there is some loosening around the stem of the talus implant and there needs to be a much larger poly component. The physician would like to save the tibial implant and resect the medial and lateral gutters with a burr, avoiding replacement of the tibial component.

Manufacturer narrative:
Correction - b5, h6 (clinical signs code, device code). The reported event could not be confirmed based on available information and hcp assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further assessment of provided information and CT scans hcp opined that "all components intact, well-fixed and in a normal orientation. The reason for revision is extra-articular limitation of ankle joint rom. The relatively proximal tibial component placement in combination with the chose pe-liner height may have played a role in this event. The root causes of radiographic findings such are often complex and multifactorial and cannot be determined scientifically without decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and/or the device in relation to cause of the failure." More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.